Event description:
During a premature ventricular contraction (pvc) ablation procedure, a coronary sinus (cs) dissection occurred resulting in a pericardial effusion and requiring a pericardiocentesis to stabilize the patient. From the left ventricular summit, the pvc was mapped into the cs with the ablation catheter. While mapping, the physician reports that the cs felt too large. A transthoracic echocardiogram was done which confirmed a pericardial effusion around the right and left cavities coming from a cs dissection. The patient's blood pressure was 100/80. Protamin was administered and a pericardiocentesis was performed to drain approximately 300cc. The patient is and was transferred to the ICU for monitoring. No ablations of the pvcs were performed on the cs. There were no reported performance issues with any abbott device.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Review of the device history record was not possible as the lot number is unknown. Based on the information received, the cause of the reported incident could not be conclusively determined.